Event description:
There was no patient involved in this event. No status indicator.

Manufacturer narrative:
The pad-pak was first installed on the (B)(6) 2009 and performed to specification up to the (B)(6) 2013. On the (B)(6) 2013 the device failed the weekly auto self-test due to a low battery. The device was still in fault mode on the (B)(6) 2013 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of mainly ten minutes duration were observed between the (B)(6) 2013 and the last log entry on the (B)(6) 2014. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore the multiple manual power ups of mainly ten minutes duration resulted in depletion of the pad-pak and the device failing the auto self-test on the last log entry on the (B)(6) 2014. The pad-pak, which contains electrodes is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.